Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 420 mg/dl. Trouble shooting was declined. Customer stated that hyperglycemia was due to suspending the insulin pump. The insulin pump's battery was drained and the patient was not able to change the battery right away. It was unknown if auto mode feature was active or not at the time of incident. Customer reported cannot find sensor signal and change sensor. The insulin pump will not be returned for analysis.